Event description:
Event description guidant received information that the atrial impedance measurements were greater 3000 ohms. When this lead was visualized under fluoroscopy, it was difficult to visualize that the atrial terminal pin was in the header of the device. Additionally, atrial capture was unable to be obtained, however, sensing was adequate. No noise was observed on the atrial channel and no adverse patient effects were observed.